Manufacturer narrative:
Blocks a2-5: patient date of birth, age at time of event, gender, weight, ethnicity and race available. Block b6: relevant tests/laboratory data available. Block b7: other relevant history, including preexisting medical conditions available. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a phoenix catheter was used in a therapeutic peripheral procedure in a moderately calcified lesions. The catheter was loaded over a phoenix guidewire, and inserted through a non-philips introducer sheath. The phoenix catheter was turned on, and used back and forth in multiple mixed focal lesions into the sfa and popliteal artery. After the 3rd pass, the battery began to die within 10 minutes. The battery was exchanged, but the device would not turn on. Therefore, the physician decided to remove the catheter since the procedure was almost completed. During pullback, resistance was encountered and required the catheter to be manipulated back and forth. The catheter finally loosened up and was able to be removed from the patient. Upon removal, a broken shaft was noted exposing the inner archimedes screw. Ivus was performed and confirmed the vessels were fine, and the atherectomy was successful. No patient injury reported. Device analysis confirmed a break at the outer laser cut shaft, which has the potential to have a sharp edge due to the material being non-malleable. This product problem is being submitted in abundance of caution, because of the potentially sharp edge at the location of the break. There is a potential for harm if the malfunction were to recur.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. No information available. No information available. Not applicable for this device. Serial number not applicable for this device. Not applicable for this device. The phoenix catheter was visually and microscopically inspected. The catheter shaft (includes outer laser cut and ptfe lining) was broken at approximately 255mm from the distal end, exposing the archimedes screw. The outer laser cut shaft is a non-malleable material and has the potential to have a sharp edge. Additionally, several kinks were observed near the location of the break. There were no missing pieces noted. Based on the complaint description and the multiple kinks observed on the shaft, the user made 3 passes, which could have resulted in one of the kinks potentially breaking during use or removal from the calcified lesion. Do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.